Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed. While outside the patient, a 2.00mm x 12mm nc emerge was placed over the guidewire, but the balloon wire snapped. The procedure was completed and no patient complications were reported in relation to this event. The patient was reported to be stable following the procedure. It was further reported that the target lesion was calcified. No patient complications resulted in relation to this event.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed. While outside the patient, a 2.00mm x 12mm nc emerge was placed over the guidewire, but the balloon wire snapped. The procedure was completed and no patient complications were reported in relation to this event. The patient was reported to be stable following the procedure.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed.while outside the patient, a 2.00mm x 12mm nc emerge was placed over the guidewire, but the balloon wire snapped. The procedure was completed and no patient complications were reported in relation to this event. The patient was reported to be stable following the procedure. It was further reported that the target lesion was calcified. No patient complications resulted in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. The hypotube of the device has numerous kinks. There was a separation 47.9cm from the strain relief. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded, and there was blood and contrast present in the folds. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported break.